Event description:
Per the clinic, the patient experienced a post-operative mrsa infection. Treatment (type not reported) was attempted on (B)(6) 2012. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with a new device on the contralateral side; however, this has not occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with another device on (B)(6) 2012 this report is filed (B)(4) 2013.